Event description:
It was reported that the pulse generator could not be interrogated while it was still in the box. The device was not implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.